Event description:
The customer is a licox user since 1995, until now there were no problems. In the last 9 operations the probes showed normal dates in the operation room an after transfer in the recovery room the dates were still okay. After the second transfer to the normal station the licox monitor displayed zero. No patient injury was reported.